Event description:
In a surgery to reduce skin flap inflammation the electrode was accidentally pulled out. The electrode was fully inserted before it was accidentally pulled out. Due to the presence of a staph. Aureus infection the array was not re-inserted. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user underwent a revision surgery on the (B)(6) 2022 to treat inflammation and infection over the implant body caused by staphylococcus aureus. Reportedly, the user had blown an air bubble over the implant by a high-pressure sneeze which brought bacteria in as well. This blew was identified by the clinic as the cause of the presence of pathogen leading to inflammation and infection. The user was re-implanted on the same surgery on (B)(6) 2022.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely inflammation and infection likely induced by strong nose sneeze which led to air accumulation around the implant. The infection was caused by staphylococcus aureus, which is a bacterium that colonises both the skin and the anterior nares. During revision surgery to treat these symptoms, the electrode was accidentally pulled out of cochlea and the device was explanted due to the risk of contaminating the electrode. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.